Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) had a bad display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed display display failure occurs, but it does not reoccur after that. Preventively he replaced cable display (0012-00-1429). The fse performed all functional safety tests to factory specifications. Unit is clear for clinical use and returned to customer.